Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair condition with damaged housing. The review of event history log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately alarmed with double beeping. The customer's reported problem of beeping was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream sensor.

Event description:
Information was received indicating that a legacy ambulatory infusion pump was not working when the patient switched the batteries. It was reported that the pump went through its normal settings after battery installation and then afterwards beeped continuously. The patient also reported that the beeping was not loud and clear and instead it was very dim. No adverse patient effects were reported.